Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information after implant prior to discharge intermittent sensing failure, and high pacing thresholds resulting in pacing failure was seen on this right atrial (ra) lead. A chest x-ray was taken which showed that the position of the heart moved due to hypertrophic cardiomyopathy thus the ra lead had slightly moved as well. A lead revision procedure was performed to reposition the lead. No additional adverse patient effects were reported.